Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) failed calibration four times. The device was not changed out, as gas calibration was successful on the fifth attempt. The surgical procedure was completed successfully. There was no delay, no blood less, nor adverse consequences to the patient.

Manufacturer narrative:
Software data logs were received on (B)(4) 2015 by the MFR for further evaluation. Per the subsidiary manufacturing engineering ctr (mec), they confirmed that oxygen (o2) sensor output voltage was low in data logs.